Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was at a wedding and consumed a large meal, cake, and wine which caused the customer to experience a blood glucose (bg) level of 300 mg/dl. Due to the bg level, the customer delivered a bolus which caused the bg level to decrease to 47 mg/dl. Carbohydrates were consumed to treat the low bg level.